Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed the battery but nothing was coming up. The insulin pump had a blank display. Customer's blood glucose level was 177 mg/dl. A piece of plastic broke off on top of where the battery is inserted. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No blank display noted. Device received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.